Event description:
A pt came in to the emergency room intubated from field - ambu assistance was difficult, placement of endotracheal tube doubtful although breath sounds were present. Blue inflation bulb was not firm. After removing the et tube and replacing with another, a significant leak was found in the cuff of the first et tube.